Event description:
Report received from u.s.a. Stating that the device required service due to damaged locking components. It is unk if the event occurred during surgery. It is also unk if there was any patient or user injury or medical intervention reported related to this occurrence. No additional information available. The date of the event in unk.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. (B)(4).